Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. Confirmation of the complaint could not be determined. A root cause could not be determined. No additional event or patient information is available. No product was provided for evaluation. The reported inaccuracy could not be confirmed and a root cause could not be determined via product.

Manufacturer narrative:
Sr-(B)(4).